Event description:
There was malfunction of the fluid tubing through the arthroscopic pump. There was found to be a small breach in the tubing where it was positioned in its housing unit and this allowed air to be introduced into the joint which was only apparent during the final minutes of the case when air bubbles were noticed and the tubing defect was noted. This introduced the possibility of arthroscopic fluid contamination, although with the positive pressure of fluid into the joint, it is unlikely that outside contaminants entered the joint during the procedure. However, as this was recognized the inflow was immediately shut off and the tubing was disconnected and changed to new sterile tubing. The tubing was inspected and found to have a small perforation which allowed the entry of air.